Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report MFR report number 0002023141-2023-02642 as it was confirmed by the reporter that both the implant and abutment are third party products. Therefore, MFR report number 0002023141-2023-02642 will be voided from our database and no additional reports will be submitted under MFR report number 0002023141-2023-02642.

Event description:
This report is being submitted to retract the initial report MFR report number 0002023141-2023-02642 as it was confirmed by the reporter that both the implant and abutment are third party products.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: date of the report was updated from 29-jan-2024 to 28-feb-2024.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: lot number reported as 62491116 did not match the corresponding item number database. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced peri-implantitis at implant tooth site #19. The implant was removed.